Manufacturer narrative:
Examination of the returned pfcsig postlip trials confirmed the rims are fractured. Significant scratching and gouging was apparent on the insert trials. This would indicate that the item may have been handled roughly, and/or was "in service" for quite a length of time. The root cause is attributed to device wear from normal use and servicing. Based on the investigation findings of product wear from normal use and servicing as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two worn instruments require replacements. Update - (B)(6) 2016 upon evaluation it was noted that both of the devices were found to be broken.